Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a flatfoot surgery the hand piece broke off during insertion of the anchor. The anchor was placed successfully and remained inside the patient as planned. Per complaint reporter there was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery.